Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted call service 87 alarms. There was no indication that the product caused or contributed to an adverse event. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: during investigation, the alleged issue was reproduced. Testing determined that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Additional testing could not be completed due to alarm issue. Unrelated to the complaint, investigation revealed that the display was dim and faded and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).